Manufacturer narrative:
This device has not been rec'd by the MFR; therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the event.

Event description:
The complainant has reported that a male pt (age unk) underwent band ligation for the treatment of esophageal varices by use of a speedband multiple band ligator device. It was reported that the initial ligating band failed to deploy upon the first attempt to suction and ligate a varix. When the physician released the suction, the varix began to bleed. The physician applied suction again in a second attempt to ligate the varix; however, the device did not deploy any of the ligating bands. Add'l bleeding was observed. The physician removed the device and scope from the pt. The banding procedure was aborted and a sengstaken-blakemore tube was inserted to treat the active bleed. The pt was monitored as npo for an add'l 24 hrs.